Event description:
Prior to a planned synchronized cardioversion, the hosp staff performed a routine inspection of the device. The staff noticed that one of the low voltage pins in the connector was broken and another one was bent. Another device was made available and used for the cardioversion.